Manufacturer narrative:
The reported events of noise and oversensing were confirmed. As received, a complete lead was returned in three pieces measuring 8.6 cm, 6.1 cm, and 52.0 cm respectively. Visual examination found an external abrasion at 48.2 ¿ 48.5 cm from the distal tip, breaching the outer insulation and exposing the outer coil found proximal to suture sleeve tie impression. The cause of the noise and oversensing were due to the external insulation abrasion which is consistent with friction to the device can.

Event description:
New information received notes that noise resulted in intermittent pacing inhibition. The lead was explanted and replaced. The patient's condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the right ventricular lead exhibiting noise leading to episodes of inappropriate mode switch. The patient was brought into clinic where the noise was reproduced. Programming interventions were made, however the patient was scheduled for future lead revision. The patient was in stable condition.